Event description:
Patient reported experiencing elevated blood glucose of 270 mg/dl for the previous 1-2 months. His normal range is 100-120 mg/dl. He stated that he believed the infusion device was not delivering insulin properly. Patient indicated that the endocrinologist requested that he have the infusion device replaced. He reported that he was no longer taking avandia/glucovance and was taking a different diabetic medication. Patient did not report any symptoms associated with the elevated blood glucose level. Product was requested to be returned for evaluation.